Manufacturer narrative:
Date of event: unknown, exact date not provided and best estimate (2017). Explant date: if explanted, give date: not applicable, as the lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 19.0 diopter intraocular lens (iol) was implanted in the left eye (os) on (B)(6) 2017. The patient is complaining of poor reading vision with a visual acuity score of j8 in the left eye. Post-operatively, the patient was diagnosed with an epiretinal membrane in the left eye and was treated by pars plana vitrectomy/membrane peeling on (B)(6) 2017. Surgery was successful with anatomic improvement on macular oct (optical coherence tomography) testing. The most recent refraction was plano 20/20. Reportedly, there is no evidence of posterior capsular opacification (pco) on the examination and no significant refractive errors. No additional information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.